Event description:
My (B)(6) father spent over (B)(6) on a pair of hearing aids from the hear again center on (B)(6). They have tried to fix them 6 times and they still are not working properly, and it is very difficult to keep bringing him to their office. The warranty period is 3 years , but they flat out refuse to give him a new pair, without spending an additional (B)(6). Can u advise as to the best way to deal with this situation? What are his rights under the law? Thanks in advance for any help you can give us.